Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon investigation, the electrode belt failed incoming functional testing. The cable connecting the distribution node to the rear therapy electrodes was pulled from strain relief, breaking the rear therapy electrode pulse wire solder joint in the distribution node (dn) and pulling the gel fire wires from the dn pca. The root cause for broken solder joint and pulled gel fire wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had damaged wires.